Event description:
This unsolicited case from united states was received on 11-dec-2017 from the health care professional. This case concerns a patient (age and gender unspecified) who received treatment with synvisc one injection and after unknown latency the patient experienced discomfort and swelling, also, device malfunction was identified for the reported lot number. No relevant medical history, past medications and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection in the left knee and reported no side effects post injection. On (B)(6) 2017, the patient received treatment with intraarticular synvisc one injection, once (lot number: 7rsl021; indication and expiration date: not reported) in the right knee. On an unknown date in 2017, after unknown latency the patient experienced discomfort and swelling. Corrective treatment: not reported for all. Outcome: unknown for all. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction.